Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke and disengaged into the pts cavity. The surgeon was able to retrieve the component without any pt injury.